Event description:
In 2009, the pt was implanted with gore tag thoracic endoprostheses to treat a contained traumatic transection of the thoracic aorta. The device moved distally during deployment, and the left subclavian artery was partially covered. The proximal end of the device was also partially invaginated. A second tag device was then deployed up to the left subclavian, and an angiogram showed the devices to be patent. Two days later, a CT showed compression of both devices, and twenty three days later, the pt underwent another endovascular procedure to place a palmaz stent. The compression resolved, and the pt is stable with no further complications.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Code: the review of the manufacturing paperwork verified that this lot met all pre-release specs. Please note additional devices implanted and involved in this event; gore tag thoracic endoprosthesis.